Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/chronic') in an adult female patient who had essure (batch no. A46111-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure insertion procedure and ablation done at the same time" and device monitoring procedure not performed "she did not underwent an essure confirmation test". The patient's concurrent conditions included menorrhagia, uterine bleeding and pelvic adhesions. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmennorhea (cramping)"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), dermatitis allergic ("allergy - rash/skin condition"), vaginal infection ("vaginal infection"), fatigue ("fatigue") and migraine ("migraines"). The patient was treated with surgery (hyst. (Full), salping(bilateral)). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, dyspareunia, abdominal pain, dysmenorrhoea, back pain, dermatitis allergic, vaginal infection, fatigue and migraine outcome was unknown and the genital haemorrhage and menorrhagia had resolved. The reporter considered abdominal pain, back pain, dermatitis allergic, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, migraine, pelvic pain and vaginal infection to be related to essure. The reporter commented: she received treatment for dyspareunia (painful sexual intercourse), pelvic pain, abdominal pain, dysmennorhea (cramping), back pain, menorrhagia (heavy menstrual bleeding) and general abnormal bleeding. At this point, the essure device was used to occlude bilateral tubes and implants were placed through the bilateral ostia without complications with 2 coils extending out. Most recent follow-up information incorporated above includes: on 21-aug-2020: update of information (batch is not valid)¿. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/chronic') in an adult female patient who had essure (batch no. A46111-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure insertion procedure and ablation done at the same time" and device monitoring procedure not performed "she did not underwent an essure confirmation test". The patient's concurrent conditions included menorrhagia, uterine bleeding and pelvic adhesions. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmennorhea (cramping)"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), dermatitis allergic ("allergy - rash/skin condition"), vaginal infection ("vaginal infection"), fatigue ("fatigue") and migraine ("migraines"). The patient was treated with surgery (hyst. (Full), salping(bilateral)). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, dyspareunia, abdominal pain, dysmenorrhoea, back pain, dermatitis allergic, vaginal infection, fatigue and migraine outcome was unknown and the genital haemorrhage and menorrhagia had resolved. The reporter considered abdominal pain, back pain, dermatitis allergic, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, migraine, pelvic pain and vaginal infection to be related to essure. The reporter commented: she received treatment for dyspareunia (painful sexual intercourse), pelvic pain, abdominal pain, dysmennorhea (cramping), back pain, menorrhagia (heavy menstrual bleeding) and general abnormal bleeding. At this point, the essure device was used to occlude bilateral tubes and implants were placed through the bilateral ostia without complications with 2 coils extending out. Most recent follow-up information incorporated above includes: on 21-aug-2020: update of information (batch is not valid)¿. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/chronic') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent an essure confirmation test". On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), dermatitis allergic ("allergy - rash/skin condition"), vaginal infection ("vaginal infection"), fatigue ("fatigue") and migraine ("migraines"). The patient was treated with surgery (hyst. (Full), salping (bilateral)). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, dyspareunia, abdominal pain, dysmenorrhoea, back pain, dermatitis allergic, vaginal infection, fatigue and migraine outcome was unknown and the genital haemorrhage and menorrhagia had resolved. The reporter considered abdominal pain, back pain, dermatitis allergic, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, migraine, pelvic pain and vaginal infection to be related to essure. The reporter commented: she received treatment for dyspareunia (painful sexual intercourse), pelvic pain, abdominal pain, dysmenorrhea (cramping), back pain, menorrhagia (heavy menstrual bleeding) and general abnormal bleeding. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received. Product indication updated. Essure explant date added. Case became incident. Previously reported ¿injury to herself¿ was updated to pelvic pain/chronic. Events- general abnormal bleeding, dyspareunia (painful sexual intercourse), abdominal pain , dysmenorrhea (cramping), back pain, menorrhagia (heavy menstrual bleeding), allergy - rash/skin condition, vaginal infection, fatigue, migraines and she did not underwent an essure confirmation test were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.